Manufacturer narrative:
The device was not returned for evaluation. Upon completion of the investigation, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported a patient with acute myocardial infarction was implanted with an impella cp device and developed low pump flow with concerns of a clot. The impella was start in auto and there was very dampened motor current. Flows were less than 1l. The position was optimized, but there was no improvement. Concern was expressed for clot being a possible cause. Impella device was explanted and decision made to proceed with a new pump. The patient was reported to be stable following the event.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The data log were not returned for review. The pump was returned for analysis and visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue during bench test. The root cause of low flow was unable to be determined as the failure mode could not be reproduced and no problem was found on the pump. As the necessary information was not provided, the root cause of the thrombus was not determined. D9 date device returned to manufacturer added.